Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. Corrected data: b1, h1 additional information was requested, and the following was obtained: 1. Did the device staple? The device did not staple when fired. Dr. Wu asked for another reload in which it did not fire again. We proceeded to open another device which then worked with the existing reloads. 2. If the device stapled, was the staple line complete? The device did not staple. 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? N/a 4. Did the device cut? The device did not cut 5. If the device cut, was the cut line complete? N/a 6. Were the cut line and staple lines equal? N/a 7. Was the device fired across a staple line? No 8. Did the reload lock out and would not work? The device was just not able to fire. 9. Did the reload begin to staple and cut, but then jammed? The device was not able to staple or cut because it couldn't fire. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and has been revised to a not reportable event.

Event description:
It was reported that during a sigmoid colon resection that when is came time for the surgeon to fire the 75mm linear cutter it would not fire the staples. The procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.